Event description:
It was reported the pt experienced withdrawal symptoms including nausea, a lot of pain and shaking. The drug in the pump was dilaudid. The pt was admitted to the hospital overnight. A motor stall had occurred in 2009 at 07:15 am. The pump was updated the following day, and there is no recovery noted in the logs. There were no other motor stalls noted in the logs. Emi was not a factor. The dose was changed and the pump updated; the recovery was confirmed after the update. The pt was sent home and the pump stating alarming during the night. When it was evaluated, it was found that the pump had stalled again. The device explanted and replaced the next day. The pt was doing well.